Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the difference between the delivered energy and the selected energy was out of specification. There was no pt involvement.